Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with the capsule mostly close. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Two nitinol crowns were observed protruding through the polymer material at the distal end of the capsule. The capsule reinforcement frame was separated but held together by the polymer at the proximal end of the capsule. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment a separation of the proximal capsule occurred. The capsule was opened slightly to confirm the capsule was broken. The delivery catheter system (dcs) was withdrawn from the body. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Angiographic records/cines, and the pre-case plan, were submitted for review. Review of the fluoroscopic load check confirms that the valve was loaded correctly. A severe angle of the aortic arch and annular plane was observed in the cines. The pre-case plan images confirm an angle of 70 degrees. Medtronic recommends that the evolut r valve should not be implanted in annular angles greater than 70 degrees. Severe annular angulations can apply excessive forces on the system. In the cines provided, the delivery catheter system (dcs) was observed to be around the aortic arch with capsule separated. Based on the cines provided, it cannot be determined if the capsule broke before or after attempted deployment. The images submitted in the pre-case plan show tortuous anatomy in the access vessels. There were no cines showing advancement of the devices through the access vessels. Voids observed on the capsule indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was noted in this case. Two nitinol crowns were observed protruding through the polymer material at the distal end of the capsule which may be caused by factors including use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion. An unanticipated interaction between the capsule flare and a hard surface may have potentially occurred during the attempt to remove the valve from the damaged capsule at the back table. The tortuous patient anatomy may have contributed to the nitinol protrusion. However, without cines showing advancement in the tortuous anatomy, the causes of the nitinol protrusion could not be conclusively determined. The nitinol protrusion observed is further indicative of the tortuous access vessels and severe annular angulation experienced in this case. Capsule separation occurs due to excessive compressive forces applied to the capsule. Historically, this excessive compressive force is experienced when the valve is loaded incorrectly. However, the fluoroscopic load checks from this case confirm a good valve load. The root cause of the capsule break in this event cannot be conclusively confirmed. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may have been increased by the tortuous access vessels and severe annular angle experienced in this case. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.